Event description:
Customer reported via phone call, earlier that day he went for an MRI and forgot to disconnect from the device. Customer stated the insulin pump was alarming motor error and motion sensor test failure. Customer's blood glucose was 527 mg/dl, treated with the insulin pump. Troubleshooting for motor error was performed. Besides the insulin pump being exposed to the MRI customer does not recall any other events which may have caused the insulin pump to alarm. Customer does not use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the insulin pump, revert to back up plan, and replace the insulin pump. Customer agreed to return the insulin pump for further analysis. Troubleshooting for motion sensor test failure was attempted but was not completed due to the device being returned for motor error alarm and MRI exposure.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.